Manufacturer narrative:
The lead was explanted. A return request was made for this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead had dislodged. It was also reported that this patient had been non-compliant with device checks. No adverse patient effects were reported.